Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she had to increase stimulation from 0.1 volts to 6 volts. She thought she had moved the leads. Follow-up was not required as the patient had been implanted with a permanent implant.